Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.

Event description:
It was reported that after a low anterior resection with davinci system on (B)(6), the patient developed peritonitis due to leak on (B)(6) and reoperation was performed. Drainage was performed and artificial anus was created temporary. The creation of artificial anus had been expected before the 1st operation, so the patient was being informed of the possibility that the artificial anus would be created. The symptom of peritonitis is getting better and the patient will leave the hospital on (B)(6). The hospitalization was extended about a month. The artificial anus will be closed at a later date. No device will be returning. The operation was performed under davinci system.